Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system retrieved images very slowly. No report of patient injury.